Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted into safety mode and exhibited intermittent loss of capture (loc). Technical services (ts) reviewed the device data and determined is an advisory device and the loc is potential oversensing as to unipolar sensing prevents pacing. Ts recommended to replace the device. Subsequently, a replacement procedure was performed where this pacemaker was successfully replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned for analysis.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was found to be in safety mode. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. This observation has been reported to our engineering and manufacturing departments and we will continue to monitor field reports for similar device behavior.

Event description:
It was reported that this pacemaker reverted into safety mode and exhibited intermittent loss of capture (loc). Technical services (ts) reviewed the device data and determined is an advisory device and the loc is potential oversensing as to unipolar sensing prevents pacing. Ts recommended to replace the device. Subsequently, a replacement procedure was performed where this pacemaker was successfully replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned for analysis.